Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A venaseal closure system was used for treatment of bilateral great saphenous vein (gsv) from proximal thigh to mid calf on the (B)(6) 2023. The IFU was followed and the lumen was flushed prior to use. Local anesthesia was used. Hand compression was used and the vein closed. It was reported post-op that the patient experienced an area of redness and pain. This area is roughly the size of a "bar of soap". The patient had a rule out dvt ultrasound, which was negative. The ER placed the patient on antibiotics. The patient remains on warfarin. Only one of the two treated legs is having symptoms. The pain is severe enough that the patient is having difficulty walking. It is planned to place the patient on 6-day tapered course of oral steroids.

Manufacturer narrative:
Additional information: the location of catheter tip prior to initial delivery of adhesive was 5cm from sfj and 5cm caudal to sfj. Compression of the gsv was applied as per IFU. The patient called with pain/redness 4 days post procedure. Patient was instructed to get r/o dvt ultrasound at hospital (he did, it was negative). ER provider gave patient antibiotics for precaution. 5 days later the patient was still complaining of symptoms. Doctors¿ office called in a tapered steroid pack for the patient to take. Approximately 1 week later the patient reported pain and size of red/hard area was improving. Issue on going, however patient has reported improvement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.